Manufacturer narrative:
The pump was monitored and there was no blank display noted. The pump passed the operating currents. There was no anomaly and or damage found on the electronic or battery tube assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with blank display on customer's insulin pump. The customer's blood glucose level was 230mg/dl. The customer's levels had gone as high as 512mg/dl. The customer treated the high with manual injection. Troubleshooting was conducted. The customer was not receiving alarms for off no power or low battery. The customer was advised the pump would be replaced and returned for analysis.